Event description:
It was reported by the rep that the (1) tl60 was used during a sigmoid colon resection procedure. It was reported that the surgeon was concerned that the staples did not form (b's) when he fired the device. He took a picture and is concerned with anastomosis leakage. The or director stated that the surgeon did not fire the instrument properly. The pt consequence and case completion are unknown.